Event description:
Adverse event: "when he drives at night, he sees a ray of light emanating off all light sources" (visual disturbances). Product problem: "none reported" (no info [iol (intraocular lens) implanted]). A consumer reported that following intraocular lens (iol) implant surgery, when he drives at night he sees a ray of light emanating off all light sources. The consumer reported his vision is great, whites are brilliantly white and trees look very crisp. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B) (4). (B) (4). (B) (4).